Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with two percutaneous leads on (B)(6) 2010 for pain in the low back and legs. It was reported that the patient's leads were replaced on (B)(6) 2010 due to the migration of one of the devices. Effective stimulation was recaptured for the patient with the placement of the new leads. The explanted devices will not be returned to the manufacturer.